Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 20 mg/dl with anxiety, confusion and unsteadiness when standing and walking. It was reported that the patient fell twice and required assistance from a 3rd party. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings; however, the bolus totals did not match. It was reported that the patient was sick. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.